Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that when tubing was used on any of pumps it showed a n185 code; other tubing could be used on any pumps. There is no additional information available for this complaint. There is unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
A picture of the micron filter in a plastic bag was returned. The complaint of leakage on micron filter was noted during chemo infusion can not be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.